Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic lung lobectomy. The surgeon was ready to fire the stapler across a vessel, but as he clamped down to fire the stapler it veered to left causing it to move towards the aorta. The stapler was fired across lobe vessel, removed and sequestered. The stapler was inspected by the scrub and found to be loose at the junction where the stapler load connects to the stapler. A new stapler and load was opened and used to complete the case. There was no patient injury.